Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the pediatric patient stated the day of the event the cgm reading was 55 mg/dl with double arrows pointing down. The patient tried to calibrate but it was not reported if the patient self-treated at this moment. As the blood glucose reading was 400 mg/dl at that moment the patient was brought to the hospital. The patient experienced having nausea, vomiting, headache, and according to the parent had diabetic ketoacidosis. When the patient arrived at the hospital the blood glucose reading was 600 mg/dl. At the hospital the patient received intravenous insulin treatment. The patient was transferred to a children hospital and was admitted for a total of 2 days and supposedly had recovered when being discharged. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.